Manufacturer narrative:
(B)(4). Batch number: n57a4a. Investigation summary: one photo was provided; the picture shows a staple over a white base; the staple was noted to not have the proper b-formed shape. Based on the photo alone the event describe is confirmed. The analysis results showed that one gst60t cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy on the first firing of the device all the staples deployed. On the outer row on the remnant side one of the staples was malformed. The surgeon removed the one staple and sutured over the site. The procedure was completed with no patient consequences reported.